Event description:
Hermetic ii external csf drainage system noted to leak when hooked-up for monitoring. Leakage site was at the back of the device. Tubing inspected and there was a break at the connection just below the sign "do not remove." The device was sent back to the manufacturer for evaluation.